Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported being unable to complete last night's treatment due to the air detected in the cassette alarm that occurred in her last drain. The patient cancelled the treatment and when she went to remove the cassette a fluid leak was observed in the cassette compartment. Follow up with the patient indicated that she was prescribed prophylactic vancomycin 1gm. The sample was discarded. The patient remained asymptomatic .